Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.

Manufacturer narrative:
The reported event that the led glass is cracked/broke was confirmed through the device evaluation. Any physical impact to the device can cause the reported event.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility the led of the device was identified as broken off. No patient involvement or procedural delays were associated with the event as the event occurred during the evaluation process.